Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990090. Investigation: samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 10,512 units of this code-batch. There are no units in our stock. We have received two closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.69 kgf in average and 1.30 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). We have also tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep):1.77 kgf in average and 1.74 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Remarks: when working with dafilon suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions necessary.

Event description:
It was reported the thread tears off. The reporter indicated that during surgery, the thread breaks or detaches from the needle. Additional information is not available.